Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. Pump passed the dat test at 0.08835 inches.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Customer reported having a blood glucose level of 435 mg/dl and that he went to the emergency room. The customer stated that he was not treated at the hospital and administered a manual injection himself. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.